Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a unexpected cgm app shut-off. No additional patient or event information is available. No data or product was provided for investigation. Confirmation of the problem and root cause could not be determined as the complaint "the app will crash every 5 seconds or so, then restart and force itself on top of all other apps, over and over, preventing you from using other apps." Was made via social media and the reporter could not be reached for additional information.